Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a micropuncture transitionless stiffened cannula access set was used during an arteriogram. Additionally, it was reported that there was difficulty getting the device in the patient. When the physician attempted to pull the device out, the device started stretching. They then swapped out wires for an amplatz wire in the mpis. Another attempt was made to pull it out and the mpis started stretching again. They then took out the amplatz wire and mpis out far enough (at the same time) to get the mpis off the wire. Access was maintained with the amplatz wire and the case was continued successfully. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures and no adverse effects were reported due to this occurrence. Tried to pull it out again .

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, manufacturing instructions, specifications, quality control, specifications, and visual inspection of the returned device was conducted during the investigation. The laboratory results showed only the used outer cannula of the micropuncture transitionless stiffened cannula access set, was returned for investigation. The shaft was returned separated from the hub. Measuring from the proximal end, kinks noted at 3.5 cm, 7.7 cm, and 10.5 cm. A document-based investigation was performed. Review of device history record shows no non conformances which could contribute to this reported product event. No other reported complaints for this lot number were identified. Based on the information provided, the partially returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.